Manufacturer narrative:
The customer reached out to philips via a customer feedback (cfms) requesting an investigation of this issue. As per the cfms, there was no allegation that the device caused the event, the customer complained that the monitor allows parameters to be turned off and says this has the ¿potential¿ for future harm if the ability to turn off parameters is not disabled. The allegation was made in the event of a potentially serious injury was to occur, which did not happen. A good faith effort (gfe) conducted confirmed the alarms were turned off by the user at the time of the event. Although it is unknown which cardiac alarms were turned off, the customer mentioned the cardiac output was turned off by the end user, however no details were provided. Details regarding the sequence of the event leading up to the death were asked but not provided. The device was operated by a nurse, at the time of the event. The patient was on comfort measures for an unknown condition. Based on the information available and the testing conducted, the cause of the reported problem seems to be an issue with alarm management. The reported problem was not confirmed. A clinical harm review was performed by a post market surveillance (pms) clinical expert and concluded that based on the current information this event is not assessable due to insufficient information. It does not appear as if device function caused or contributed to the reported event; however, alarm management may have been a factor. A philips product support engineer (pse) was consulted to clarify the issues raised by the customer. The pse confirmed that the ability to turn off parameters is not a new feature/ functionality of the device, as turning off parameters has been available with our products since decades. As far as options to stop/prevent the staff to be able to turn off parameters other than ECG, the pse added that there are several configuration choices that would help preventing that parameter alarms to be turned off, e.g., user management configuration, auto alarms off, alarms off prio. The engineer provided an analysis of the device. There was no product malfunction allegation, only a customer dissatisfaction and perception of the device functionalities. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the customer was inquiring as to the ability to turn off parameters other than ECG. The device was in use on a patient. A patient death occurred.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.